Event description:
Boston scientific received information that this pacer dependent patient reported to the clinic with their heart rate in the thirties. The right ventricular (rv) lead was assessed and found that the thresholds had increased from 0.9 volts (v) to 3.1v in one week resulting in loss of capture. The rv impedance measurements were stable. As a result a revision was performed and the rv lead was capped and replaced. No additional adverse patient effects were reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.